Manufacturer narrative:
Concomitant products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 16-dec-2023, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an explant due the physician being unable to advance the lead to c2 as a result of the patient's anatomy. Physician tried to place a new lead, but was not able to advance either.  No symptoms reported in this event.